Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator indicated the tidal volume was incorrect and the compressor motor was not working. There was no patient involvement at the time of the reported event. A non-medtronic/covidien service provider inspected the device and confirmed the reported issue. The service provider identified a setting problem, opened the compressor, replaced capacitor and cleaned unit. The device is in good working condition. Medtronic/covidien was not authorized to repair the device.